Event description:
It was reported that during follow up an alert for non- sustained vt episodes were observed. Stored egms showed noise. Lead damage was suspected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.